Event description:
Spoke with pt with concerns that one pump may be malfunctioning. Pt states that one pump shows volume to be infused is 16cc; however , when drawn back from the cassette pt only draws out 12cc. Pt believes she may be receiving more drug on days that this pump is used, she feels more safety and increased heart rate. Pt feels more comfortable having pump replaced (sn (B)(4)). No further info known. Malfunction occurred while in use and it did cause minor adverse effects. We are returning malfunctioning pump and shipping a new pump to pt. Dose or amount: 118 ng/kg/min, frequency: continuous, route: IV. Dates of use (B)(6) 2016 to ongoing. (B)(4).